Event description:
Teleflex medical customer service reported an end-user alleges that the stapler feeder does not bring staples to the skin (jammed). No patient injury or medical intervention was reported.

Manufacturer narrative:
The device has been requested for evaluation, but has not been received. Should the device be received for evaluation, a follow up report will be filed upon completion of the evaluation or if add'l info becomes available.